Manufacturer narrative:
Failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Unit received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test and then counted down to 7. The insulin pump alarmed multiple times over the past 2 days. The customer replaced the battery but the alarm kept coming back. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.